Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that he was walking when he suddenly received the alarm. Customer also stated that the pump was in his pocket. Customer did not know his pump serial number as the sticker had peeled off. Customer reported that he could not clear the button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces. A missing address and serial number label was noted. A cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.